Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? 2nd firing on sleeve. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Initial firing . What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black only. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Obesity. Does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? 3. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.the batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic gastric sleeve. The surgeon using two device in an alternating fashion. The 1st device was fired with a black cartridge with no issues. The 2nd device, black cartridge, was fired but the staples stopped deploying on both sides, about 75% down the staple line, but cut line was completed. It is unknown how the cut line was repaired. It is unknown if the staples were in the cartridge. The staples were not noticed in the patient and the cartridge was discarded. Another device was used to complete the case. There was no adverse consequence to the patient.